Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarms. The customer's blood glucose level was unknown at the time of the incident. It was reported that the insulin pump had false unexplained no delivery alarms. The customer reported that they received 2 motor error alarms and they were several weeks apart. The device will not be returned for analysis.